Event description:
It was reported that the distal tip broke off the front of the dekompressor handpiece in the patient. The tip was easily removed with forceps. There were no adverse consequences to the patient related to the event. There was no medical intervention and no delay reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing and the complaint was confirmed. The most probable cause was identified as a bent and broken cannula/ auger induced during the procedure. It causes friction and vibration between the cannula and auger (probe), consequently, the auger could jammed inside the cannula or the friction between the cannula and auger heats up the probe material and eventually it could cause the auger (probe) and/or the cannula breakage.